Event description:
It was reported that the doctor was repairing a pseudoaneurysm in a right forearm goretex graft with the stent graft and the fluency did not deploy. A 9f introducer sheath was used as well as a 0.035 guide wire for the procedure. The anatomy was not tortuous at all, and there was no resistance felt when advancing to the lesion. The path to the site was approx 25 cm. No images available. No injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.